Event description:
Device malfunction: failure to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of an unspecified artery using the starclose device after an unspecified procedure. Reportedly, the thumb advancer could not be advanced. The safety release button was depressed and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.